Event description:
It was reported that the device displayed an error code 354.6770. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 354.6770. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated failure error code 354.6770 was confirmed. Received on 03-dec-2024 into bd san diego operation¿s lab. Syringe unit was received unboxed and with paperwork. When connected to an operation¿s lab pcu and run, unit shows no error messages. Downloaded error logs and found 354.6770. The log confirms that the failure occurred at the customer site. Error 354.6770 is a known issue related to the pressure sensor harness. Error code 354.6770 due to faulty pressure sensor harness. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the pressure sensor harness. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.